Event description:
The exact date of the event is unknown, the customer stated the event occurred in the last week of (B)(6) 2018. The event involved a customer report stating that the single line transpac IV monitoring kit was observed to be broken at a fixed point (bonded point) while still connected to a patient. Patient bleeding did occur, the line was removed, and there was no adverse outcome for the patient. ICU medical received one used single line transpac® IV monitoring kit w/03 squeeze flush device, needleless valve and red stripe tubing with list number 011-46109-97 and lot number 3649039. The sample was confirmed to have an arterial tubing separation between the three inch tubing and the female luer. The cause of the tubing separation was due to the uv adhesive bond at the bond between the arterial tubing and female luer was not fully cured. This defect was due to a manual manufacturing process error. The DHR (device history review) for lot number 3649039 was reviewed and there were no non-conformances found that would have contributed to the reported complaint.